Event description:
A pt was being transferred from bed to wheel chair. The pt was almost in the wc when the adaptor, connecting the sling bar to the lift, broke and he dropped a few inches. No injuries noted. Please refer to MFR report # 8030916-2013-00057.